Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A matrix mandible 2.5mm left angle reconstruction plate eroded through the patients skin after radiation treatment, following surgery for malignant neoplasm of mandible. The plate was removed (B)(6) 2013. The mandible/fibula graft healed and patient is doing well. The procedure was successfully completed. This report is for an unknown matrix mandible 2.5mm left angle reconstruction plate. This is report 1 of 1 for complaint (B)(4).